Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no deliver and keypad unresponsive. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened dome switch on the esc and act buttons. Insulin pump was unable to confirm no delivery alarm due to unresponsive buttons. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and dog chew marks around casing.